Event description:
It was reported that during unpackaging of the 3.5x33mm xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. Reportedly, there was no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for dislodged stent from this lot and relabeled lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.